Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, no digital visual interface (dvi) signal output occurred due to printed circuit board failure. The most probable cause for the malfunction is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the video system center to the service center for a separate issue. During device analysis, the service center identified no digital visual interface (dvi) signal output due to a printed circuit board (dp board) failure. There was no patient involvement.